Event description:
It was reported that during an lsh, the device had intermittent activation. The case was completed without any consequence. No reported pt consequence.

Manufacturer narrative:
The hand piece was returned with the mount loose and the nose cone cracked. It was tested on a generator and was found to be functional. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found inside the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.